Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint due to a faulty charge-coupled device (ccd) cable. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was not displayed because the video communication could not be transmitted to the processor due to the damage of the camera head. Since there were no issues found in the product shipment record, damage to the camera head is believed to be due to user handling. The instructions for use have the following statement which can prevent the event: "do not subject the camera head to shocks. It may be damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.